Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was calling to confirm MRI eligibility with the ins. The patient stated that last year they had an MRI of their head. The patient reported that the ins gave them some problems when they went into the MRI machine, when they realized they needed to turn the ins off. The patient reported they turned the ins off and the ¿problems¿ resolved. MRI compatibility information was reviewed with the patient and they were advised to contact their healthcare provider. No patient symptoms were reported. No further complications were reported.